Manufacturer narrative:
Analysis of the implantable neurostimulator recharger (insr) revealed a damaged recharge board. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The replacement of the implantable neurostimulator recharger (insr) and desktop charger (dtc) resolved the inability to power on the recharger and the patient's return of symptoms.

Manufacturer narrative:
The connector pin of the desktop charger (dtc) was confirmed to be bent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the desktop charger (dtc) green light was on, but the ins recharger (insr) screen would not light up/power on as the screen was blank. It was noted the patient was having a return of symptoms, and had difficulty communicating and being able to troubleshoot. The patient was in too much pain to bend over to plug the dtc into the wall outlet. The patient had called back for troubleshooting, but was disconnected when getting another person to help. No out of box failures were reported. The manufacturing representative (rep) was transferred to repair for replacement of the insr and dtc. Information from the call with repair indicated the recharger was not charging.